Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was changing her set and when she tried to manually prime, she received a no delivery alarm. Customer tried a couple of times but received another no delivery alarm. Customer's blood glucose level was 150 mg/dl. Customer was advised to manually push the plunger but the insulin did not exit. Customer tried again but the insulin still did not exit the tubing. Customer was advised to try a new reservoir with the current set. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir. No further assistance required.